Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No release records were reviewed, as the product number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported he went to the doctor for skin irritation at the pod site. The patient was put on 3 different antibiotics for the past 30 days. On (B)(6) 2014 the patient reported he had 4 antibiotic shots and is still on antibiotics (prescribed bactrum) from his health care professional (hcp). Swelling is gone but the site remains red.